Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that the device does not show ECG (electrocardiography) signal through patches but does from paddles. The device was not in clinical use at the time the issue was discovered. The following functional tests were performed: the defibrillator was checked, and it was verified that the equipment works correctly and captures ECG from the leads of the ECG cable and from the paddles. Results of functional testing indicate that the customer needed to be provided information on how to properly use the equipment. It was explained to the customer how they should change the ECG capture mode depending on whether they want to capture it from the ECG cable or from the electrodes/defibrillation paddles. The customer was unaware of the proper use of the defibrillator/equipment. The equipment remains at the customer site and is fully functional. Based on the information available and the testing conducted, the cause of the reported problem was due to customer misunderstanding. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.